Manufacturer narrative:
Pump was received with motor error alarm and a35 error alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarm. Unit had cracked case at display window corner. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 101 mg/dl. During troubleshooting, the insulin pump would not complete the rewind process and had an another error alarm. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.